Event description:
During a pacemaker exchange on (B)(6) 2012, the subject lead was connected to a biotronik brand pacemaker ("thalos vvir"). During follow-up of the pacemaker, three days later, loss of pacing in the ventricle was observed. This thalos pacemaker is equipped with an automatic polarity configuration, which runs after implantation. The physician opened that the thalos pacemaker erroneously measured a valid bipolar impedance measurement for the subject unipolar lead, potentially due to a problem at the lead connector level. The physician deactivated the function that switches the pacemaker to bipolar pacing.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. The associated manufacturing records were reviewed. Please refer to the attached analysis report no (B)(4) for complete details. Conclusion: since the lead remains implanted, no lead investigation can be performed to determine the root cause. Nevertheless, the most probable hypothesis to explain the reported behavior is an insulation issue between the ventricular lead connector and the pacemaker: sealing rings between distal and proximal electrode could be damaged or there could be blood infiltration at that level during device implantation. Blood infiltration could have induced, in bipolar configuration, a valid measurement of the lead impedance triggering the automatic switch of the pacemaker. It is well-known and described in the literature that prior to a pacemaker replacement procedure, careful consideration of the lead type, including polarity type, by the physician is necessary. The lead impedance in unipolar should be checked carefully during each follow up, to ensure it remains stable.